Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported by the rep that the device was used during an laparoscopic cholecystectomy. Three consecutive clips were scissored when fired. Unk how case was completed. There was no consequence to the pt. Device discarded.